Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist recommends discontinuing aligner treatment. Letter of recommendation was provided. The dentist states to discontinue treatment to prevent permanent damage to the patient's periodontal health. At the patient's last dental visit, their oral hygiene was very poor with heavy bleeding and inflammation. The pocket depth has increased in the posterior quadrants and the 6mm gum recession #25 is significant. Ortho aligners will make hygiene much more difficult. Concerns in the posterior teeth are periodontal bone loss and worsening the gum recession #25 - tooth loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.